Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted inguinal hernia unilateral surgical procedure, the customer informed the technical support engineer (tse) the green monopolar cord kept giving an error. Prior to calling in the customer replaced the monopolar energy cord. The system logs showed error c-34 errors. The customer rebooted the generator multiple times, and it powered on with error c-00. The customer confirmed they had a force triad generator. The customer did not have the energy activation cable. The customer tried disconnecting the cables from the back of the generator and performing an additional reboot, but the error persisted. The procedure was converted to laparoscopic surgery with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The generator was analyzed and the customer reported complaint was confirmed and replicated. A review of the logs found error c-34 confirming the event occurred in the field. Upon visual inspection, found no issues related to the reported event. The unit was installed onto a well-known system and the unit displayed errors c-34 on start-up and on monopolar coagulation energy activation. The complaint was confirmed based on failure analysis. The probable root cause could be attributed to faulty electrical components inside the generator throwing error c-34. This error indicates a lower voltage than expected during energy activation.